Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a clogged nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d5. Additional information added to fields h3, h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 (seven) years since the subject device was manufactured. The legal manufacture reviewed the customer provided cleaning disinfection and sterilization processes and no obvious deviations from the instructions for use were identified. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or why the material remained in the device cannot be identified. A definitive root cause cannot be determined. The event can be detected and/or prevented by following the instructions for use which state: -detection method: gif/cf/pcf-190 series operation manual, chapter 3 "preparation and inspection" -preventative measures: gif/cf/pcf-190 series reprocessing manual, chapter 5 "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.